Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download, and failed. The reported event of receiver ceased to function was not confirmed. Root cause is moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted upon completion.